Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
The customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump multiple times. The customer's blood glucose (bg) level was 500 mg/dl. The customer indicated that the cartridge was to be changed again.